Event description:
Customer alleges discrepant results with meter compared to a point of care (poc) meter: date: (B)(6) 2011: inratio: 1.2. Date: 10/11/2011: inratio: 1.3. Date: (B)(6) 2011, inratio: 1.3, poc meter: 2.5. On (B)(6) 2011 results were done within 10 minutes of each other. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.